Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -9.0/+1.5/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was eplanted and then replaced with a shorter lens due to excessive vault. The problem was resolved. Cause of the event is reported as unknown.